Event description:
A company representative reported that the tips of a cascadia an lordotic-oblique inserter and a cascadia an inserter inner shaft fractured intra-operatively and that the fractured components remain in the patient. It was further reported that the cage was unable to be fully inserted as a result. The procedure was completed with a 10 minute surgical delay. This report captures the inserter.